Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler's syndrome and the right atrial (ra) lead consequently dislodged resulting in loss of atrio ventricular synchrony. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.